Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. (B)(4).

Event description:
It was reported that during an atrial fibrillation (afib) ablation procedure, upon opening of the soundstar eco 8fg ultrasound catheter, soundstar eco 8f ultrasound catheter and an unspecified foreign material (per event description: ¿cotton hair etc¿) was found attached to the catheter. The product was not used on the patient and was replaced. The procedure was continued. It was also reported that after transseptal puncture, the thermocool® smart touch® sf uni-directional navigation catheter was inserted and pulmonary vein isolation (pvi) was started. Abnormality in the catheter contact force was noticed. The cable was replaced, but the issue remained. The thermocool® smart touch® sf uni-directional navigation catheter was then exchanged, and the issue resolved. The procedure was successfully completed. No patient consequences were reported. The reported force issue with the thermocool® smart touch® sf uni-directional navigation catheter is not considered to be an MDR reportable malfunction since, the potential risk that it could cause or contribute to a death or serious injury is remote. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. With the information available, this is being conservatively reported as foreign material issue under the soundstar eco 8fg ultrasound catheter, soundstar eco 8f ultrasound catheter. Should more information become available, it will be reviewed and processed accordingly.

Manufacturer narrative:
Manufacturer's ref # (B)(4) correction: on (B)(6)2021, it was noticed that the h6. Component code was inadvertently omitted from the field in the supplemental MDR # 2. As such, the code appropriate term/code not available (g07002) has been added and this code is being use to represent a ¿biological and chemical (g01)¿

Manufacturer narrative:
On (B)(6)2021, additional information was received indicating that the foreign material was described as a cotton-like material that was confirmed to be attached to the catheter after opening the sterile pouch. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4) manufacturer's ref. #pc-000839127

Manufacturer narrative:
It was reported that during an atrial fibrillation (afib) ablation procedure, upon opening of the soundstar eco 8fg ultrasound catheter, soundstar eco 8f ultrasound catheter and an unspecified foreign material (per event description: ¿cotton hair etc¿) was found attached to the catheter. The product was not used on the patient and was replaced. Device evaluation details: on 2/11/2021, the bwi product analysis lab received the complaint device for evaluation and the evaluation has been completed. The device appeared in normal condition. When the device was received in the lab and visual inspection was performed and the material was not found. The root cause of the loss of the foreign material could be related to the decontamination process or when the device was shipped for analysis for this reason the appropriate test to identify the composition of the foreign material source cannot be performed. A device history record was performed for the finished device e8225612 number, and no internal action related to the complaint was found during the review. The customer complaint cannot be confirmed. However, as material composition could not be evaluated, this cannot be conclusively determined. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
Initially, on 2/11/2021, the complaint device was returned for evaluation and the device appeared in normal condition. No foreign material was observed on the returned device. The product evaluation was completed as the customer¿s complaint of foreign material on the device could not be confirmed. This was reported in a previous 3500a medwatch report. At a later date, on 5/18/2021, a sample of the reported foreign material was received in a plastic bag for evaluation. A fourier transform infrared spectroscopy test (ftir) was performed and the results showed the white particle is primarily composed of a polyethylene which is a material composite that is widely used as radio pacifier along the medical device industries. However, source of origin remains unknown. The findings of the ftir results were reviewed and it was determined the file continues to be deemed MDR reportable for foreign material. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. #(B)(4).